Manufacturer narrative:
Evaluation is pending upon completed investigation of the product.

Event description:
In an initial fusion surgery, the surgeon thought that the closure top threads were cross threaded. Additional information received from the sales representative on 11/07/2008. The surgeon was using the non ratcheting torque device when the closure top threads sheared off. The closure top was removed and another one was attempted to be placed on the screw. The screw head was somewhat splayed from the antitorque. The threads on the second closure top also sheared off. All metal fragments were removed from the surgical wound. The screw was removed and another screw and closure top were successfully placed. Fluoroscopy showed that no metal parts of the screw or closure tops were left in the wound.